Event description:
The customer reported that approximately 5 hours into a mononuclear cell (mnc) collection procedure, they received a 'fluid detected centrifuge chamber' alarm. The operator opened the centrifuge door and noticed blood in the centrifuge compartment. Per the customer, the leak was found on the centrifuge belt approximately 4mm from the upper edge close to the collection chamber. No medical intervention was necessary for this event. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection a small leak was noted at the upper/outer part of the channel at the snout weld. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic collect connector during long procedures,typically mnc collections. This leak results in a minor blood spill that remains fully contained withe system¿s centrifuge chamber. Correction: terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism the modified filler has been designed to enhance the system¿s reliability, by reducing the incidence of a specific type of disposable set leak.